Event description:
It was reported the pt experienced a change in stimulation since the revision procedure. The pt gets stimulation to the needed areas, however, its not producing effective pain relief. Follow-up identified the system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.